Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath showed no issues during preparation. While positioned in the left inferior vein, prior to a contrast injection, the physician aspirated the sheath and observed air ingress. A second aspiration attempt was made, which also showed air ingress. A pressure bag with 1-2 drops/sec was used and no leak or air in patient seen. Therefore, the procedure was completed using new sheath. No patient complications have been reported. The product is not expected to be returned due to contamination.